Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal papers allege the hip screw failed and broke at the dovetail portion where the two components interface.